Manufacturer narrative:
The impella rp was returned and an investigation was performed. Physical observation confirmed a separation of the ball-pigtail from the inflow cage struts. Multiple kinks in the catheter was also found, aligning with the user's report of difficult delivery. As stated in the initial MDR, the physician went against IFU recommendations by attempting delivery of the device into the opposing femoral vein. The right femoral vein is recommended due to ease of insertion as the pump has a straighter path to the ivc from the right side, applying less stress on the pump during delivery. A review of the DHR was conducted and found no manufacturing issues, reworks, or complaints associated with this failure mode from this pump lot. The root cause of the reported pump damage was excess stress on the device that led to a deformed outflow cage.

Manufacturer narrative:
The impella rp was returned and an investigation is currently underway. Upon completion, a supplemental MDR will be filed.

Event description:
A (B)(6) male presented post cardiotomy cardiogenic shock while on left ventricle hemodynamic support with an impella cp. An attempt to wean and remove the cp was unsuccessful as patient's condition would intolerant. A transthoracic echocardiogram was completed and the patient's right ventricle was found dilated. Therefore, the decision was made to insert an impella rp to help improve the patient's condition enough to remove the cp. The physician chose to insert the rp in the left femoral vein due to the placement of the impella cp and due to the right common femoral vein being assessed as inaccessible with ultrasound guidance. Despite recommendations in the impella instructions for use, and advisement of clinical field representative, the physician inserted the impella rp into the patients left femoral vein. During insertion, the device endured difficulty passing the pulmonary artery. The physician felt adequate placement was achieved, despite fluoroscopic imaging showing device "far from the bifurcation." Upon removal of the guide wire, the device separated at the distal ball which connects the device's outlet cage to the pigtail. The rp was removed and a snare was utilized to remove the broken component.